Event description:
It was reported that a patient experienced peritonitis during an observational study coincident with continuous ambulatory peritoneal dialysis therapy. It was reported that the patient was administered cefazolin (dose, route and frequency not reported) during the study for antimicrobial prophylaxis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. Treatment and patient outcome were not reported. Action taken with therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The study was conducted between 1 january 2001 and 31 december 2010. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. The information regarding the event was documented in the following study: hsieh, yao-peng; chang, chia-chu; wen, yao-ko; chiu, ping-fang; yang, yu, "predictors of peritonitis and the impact of peritonitis on clinical outcomes of continuous ambulatory peritoneal dialysis patients in taiwan, 10 years¿ experience in a single center." Peritoneal dialysis international. 34(2014): 85-94.